Event description:
It was reported that the pump was used in a state where air bubbles were clearly contaminated, but the bubble detection alarm sometimes did not work. Per reporter, the event occurred during priming. There was no patient involvement, and no patient harmed reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing did not duplicate the reported issue. The device was returned to the customer with no repair provided at the customer's request.